Manufacturer narrative:
It is unknown if this lead will be available for return. This report will be updated should additional information become available or if the lead is returned.

Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged one day post implant. A lead revision was performed to explant this lead and a non boston scientific lead was implanted. There were no adverse patient effects. A request for the lead to be returned has been sent.